Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the curved bipolar dissector instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the customer reported complaint. The curved bipolar dissector instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. Based on the information provided at this time, this complaint is being reported because it was alleged that a fragment fell into the patient. All fragments were retrieved and no additional surgical intervention was required. However, unintended fragments falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a wire was torn at the front of the curved bipolar dissector instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.